Event description:
User reported their iud dislodged on the first day of use with a new cora cup. User reports that they think they heard the seal break before trying to remove it. User stated that they check the iud string before and after each use, but the last time the user removed it the user felt the iud sticking out of the cervix. User sought medical attention to remove dislocated iud, however iud broke during removal. User now requires hysteroscopy under general anesthesia to remove broken iud. No injuries or medications reported. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
A statistical analysis of complaints and uses indicates that casco's rate of iud-related events is equal or less than the rate of spontaneous iud expulsion across all users of all catamenial devices in the literature.